Manufacturer narrative:
Analysis of the implantable neurostimulator serial number (B)(4) found insignificant anomalies and the device was functionally okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lot # 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; 37752 lot#, serial # (B)(4), product type recharger 37743, serial # (B)(4), product type programmer, patient 3708120; serial # (B)(4), implanted: (B)(6) 2011, product type extension 3708120, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
A power on reset (por) occurred which was not successfully cleared. The patient has had at least two other por events in the past. The patient was in rehabilitation and unable to recharge for at least 3 months and did not recharge for at least 3 months prior to that. The patient (B)(6) and the ins was very deep under the skin. On (B)(6) recharging and resetting the ins was attempted but was unable to get any response from the ins (multiple rechargers were utilized). The ins was replaced. Post-op coverage was appropriate for pain target.